Manufacturer narrative:
This event was identified during internal quality system activities involving retrospective review of literature sources. Upon review, the manufacturer determined the event meets applicable medical device reporting criteria and is submitting this report to ensure completeness of complaint and MDR documentation. This submission does not represent new information regarding device performance or a change in the known risk profile of the device. The suspect device was not returned for evaluation. Device lot information was not available from the publication; therefore, a review of manufacturing records and complaint trending specific to the device lot could not be performed. Based on the information available from the literature source, the complaint could not be confirmed, and a definitive root cause could not be determined.

Event description:
Study: bai, j., song, j., zhang, y., li, x., yan, l., hu, p., & tang, q. (2023). Transcatheter arterial embolization in patients with neuroendocrine neoplasms related to liver metastasis with different blood supplies. Cancer medicine, 12(18), 18578-18587. Https://doi.org/10.1002/cam4.6464 was reviewed during internal quality system activities. The publication describes the microspheres used in transcatheter arterial embolization (tae) procedures have been associated with abdominal pain, alanine aminotransferase elevation (liver damage), vomiting, fever, and thrombocytopenia. One patient developed a liver abscess that prolonged the hospitalization period. All patients with adverse events improved and were discharged after symptomatic treatment.